Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Per customer, no patient information will be provided. Although requested, further information was not provided.

Event description:
It was reported from the pediatric ICU that a "red message was displayed on brain, reading system error. Operating channels will continue as programmed. Press silence to reset alarm. Replace pc unit as soon as possible. Settings unrestorable. Record before pressing system off. Code: 120. 4610. Device returned to service prior to htm inspection." The medications involved were tpn, lipids, an unspecified cardiac medication, and an unspecified sedation medication. There was no patient harm. Although requested, further information was not provided.